Event description:
Voluntary medwatch received states that the patient developed infection and erosion due to staphylococcus aureus organism. No intervention was reported. The patient status was unknown.